Manufacturer narrative:
Batch review performed on 25 november 2019: lot 1901935: (B)(4) items manufactured and released on 13-jun-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 25 november 2019: liner: impact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 145880: (B)(4) items manufactured and released on 27-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the cup liner. The surgeon revised the head and the liner 3 weeks after previous surgery. The surgery was completed successfully.